Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported dirt/foreign material on the flex deflectable videoscope bending section. The issue was noted during device reprocessing, and there was no patient involvement, and no harm was reported as a result of the event.